Manufacturer narrative:
D9: selected yes, product has been returned, 11/09/2020; g3: 12/07/2020; h3: selected yes; h6: type of investigation, added: 4101. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending the completion of the investigation.

Event description:
The customer alleged that approximately 10 patients produced false positive results on lot: hcg9112028 and lot: hcg9112024 (MDR 2027969-2020-00058) of the henry schein hcg urine cassette. It is unknown how many were associated with each lot. The customer did not provide confirmatory method nor results. The customer stated that there was no patient harm, no adverse event. Although requested, no patient specific details, nor further information has been provided.